Event description:
It was reported that during a neck dissection, the device was activated without pressing the hand switch. Another device was used to complete the case. There were no adverse consequences to the patient. After the device was received, the sales rep found that the hand switch was out of order and there was no feedback when the hand switch was pressed. One device will be returning.

Manufacturer narrative:
(B)(4). The device was returned in good condition. The device was tested with a generator. When functional testing was performed, the device did not continuously activate when the min and max buttons were pressed and released. The hand activation buttons were inspected and disassembled and no issues where found that could have lead the to reported issue of continuous activation. There were no anomalies noted with the functionality of the device. The reported incident could not be recreated nor confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.